Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients dbs system was explanted due to the system causing memory issues. The patients memory issues were secondary to a meningoencephalitis from an infection at the lead site. The patient was treated with IV antibiotics.